Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the application software of the viewing station of the imaging system appeared to "jump" when attempting to line up the cross-hair angle. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.